Event description:
It has been reported to philips that the bearings in the c-arm are broken and the tube starts to shake when it is being moved. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated the reported event. According to the information collected, during a full spine study procedure, the x-ray tube started to shake while moving the tube. The customer restarted the equipment and continued the procedure. A philips service engineer inspected the system onsite and confirmed that the scan movement bearings were broken and the movements were generating a lot of noise and shake. The philips engineer halted the use of the system until repair. A replacement of the bearings was requested but the spare parts were out of life. The customer contracted an external third party company to replace the broken bearings. After replacement of the bearings by a third party, a philips service engineer inspected the system. All system movements worked without noise or shake and the system was returned to use in good working order. Philips concluded that there is no safety risk involved when using the system with broken scan movement bearings. With a broken bearing, the movements generate noise and shake, however the construction remains intact. In addition, it is the user¿s responsibility to not continue using defective equipment. As per instructions for use: ¿do not use the system if you suspect that any part of the equipment is defective. Operation of the system in a defective state could lead to fatal or serious injury.¿¿ codes were updated based on the investigation outcome.